Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During the preparation of the femur on an anterior hip procedure, the tip of the actis broach broke off. Leaving behind the broach in the patient. The tip was retrieved from the single offset broach handle. The surgeon had to burr and use osteotomes to clear away small amounts of bone near the upper portion of the broach to give access to a slap hammer with a small hook attachment. After 20 mins the broach was successfully removed and the hip procedure was completed. The surgeon requests an engineer from depuy contact him regarding this issue as this is now his 3rd event with this system.